Event description:
It was reported that during use, blood tinged drainage was observed at the vent ports of the device, which increased over several hours and was persistent. The device was changed out. (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product investigation, analysis and resolution for the device described in this report. The device was received for evaluation on (B)(4) 2014. The investigation is not yet complete. A supplemental medwatch will be submitted when additional info becomes available. (B)(4).